Event description:
Reporter alleged obtaining a result of 300 mg/dl on compact plus system 1 compared back to back with a result of 120 mg/dl on an the compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated she does not have the strips from this system, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B)(6) for the suspect device used in system 1. Other text : will not be returned to manufacturer.